Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2019-01621. 1627487-2019-05199. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire scs system was explanted. Nothing was implanted during this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2019-01621; 1627487-2019-05199. It was reported that the patient¿s scs system is not providing adequate relief. Multiple troubleshooting steps were taken, but have been unsuccessful. The patient¿s physician ordered a scan but is unable to do so due to the system blocking what the physician needs to see. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2019-01621. 1627487-2019-05199.